Event description:
The user facility reported a 70-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had successfully delivered the .018 wire. The team, however, was unable to deliver the 5.5 pump. The acute angulation of the anatomy precluded placement. The team was able instead to deliver the cp. No harm or injury.

Manufacturer narrative:
The impella device was not received from the customer. The cause of the delivery issue was patient condition related due to anatomy issue that unable to pass the 5.5 into the aorta due to the acute angle from left side and motor of the impella pump would not make the turn due to calcified vessels.